Event description:
It was reported that a patient received an inappropriate shock due to post-sensed t-wave oversensing. Program changes were recommended. There have not been any further episodes. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.